Manufacturer narrative:
Na

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The sense/pace portion of the lead was capped and replaced with a competitor sense/pace lead. The defib portion of the lead remains implanted and functioning.